Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic gastric band removal and after gastric sleeve was made, while the device was being applied to gastric sleeve, the surgeon was able to press the green button on the first firing. However the device was unable to fire and its handle was unable to be squeezed. The reload was unloaded from the device and was replaced with another with another one and did work without any inconvenient. There was no patient injury.